Event description:
It was reported that the patient lost consciousness due to hypoglycemia. The patient was admitted to the hospital on (B)(6) 2024. The patient's blood glucose level reached 2.4 mmol/l (43.2 mg/dl) while wearing the pod between 1 and 4 hours on the abdomen. The patient received glucagon treatment while at hospital. The patient was discharged from the hospital the following day on (B)(6) 2024. Device was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hypoglycemia, loss of consciousness, and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.